Event description:
Customer reported a burning smell from the right monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the right monitor. System operates as intended. This MDR is related to ge healthcare complaint number.